Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, white/black particles calcification -like in device outer surface and fold creases. Leak test and microscopic analysis was performed which identified two sharp openings. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two sharp openings in the side radius/anterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and a capsular contracture baker grade IV. Device remains implanted.